Event description:
It was reported that during pm cardiosave intra-aortic balloon pump (iabp) was displaying autofill failure. There was no patient involved.

Manufacturer narrative:
(B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9, e1, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11. The fse tested unit it produced a autofill error, one investigation unit had error code 58, and 124. Replaced pim and unit passed with no errors. Functional, safety test, and calibrations were performed on pm. The failure analysis and testing dept. Received part with a reported unit failure of the autofill along with error codes 58 and 124. The fat performed a visual inspection and found the part to be in good condition. The fat installed the pim in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual. K4 solenoid was found to be faulty causing the autofill failure. Possible cause is a component reliability issue. Retaining the part in the failure analysis and testing department per procedure

Event description:
N/a.